Event description:
The patient reported that up arrow keypad button was not responding to button presses appropriately. The patient claimed that when she uses her finger nail to press the up arrow button it was intermittently responding to button presses and had a delayed response; she also stated that the up arrow button would not respond at all when just using the keypad. The issue was reportedly noticeable a few days ago and was getting worse. The patient reportedly wore the pump on the outside of her clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is sticking, and the contras button is unresponsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.